Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was intraperitoneal cefazolin (for fourteen days; dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. The day after admission, the patient was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.